Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for another indication. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, ongoing) and fortum injection (1gm, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.